Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure reversal surgery in february') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse drug reaction ("mild symptoms"). The patient was treated with surgery (she is going to undergo essure reversal surgery in february). At the time of the report, the medical device removal and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record": " averse drug reaction nos and medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure reversal surgery in february') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse drug reaction ("mild symptoms"). The patient was treated with surgery (she is going to undergo essure reversal surgery in (B)(6)). Essure was removed. At the time of the report, the medical device removal and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record": " averse drug reaction nos and medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.